Event description:
A small blood leak was observed coming from the connection between the heat exchanger and the oxygenator during bypass procedure. The perfusionist initially applied bone wax to slow the leak, and then, decided to change out the oxygenator. After the change out, the procedure was completed successfully. The user facility reported thta there was no harm to the patient as a result of this event.